Event description:
It was reported that noise had been observed on the atrial lead since 2012. The lead was capped and replaced during a planned generator changeout. The patients status was good throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.